Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report cal error alerts and low blood glucose levels in the 40 mg/dl range. The customer's current blood glucose level was 200 mg/dl. The product was replaced, however the faulty products were not returned for analysis.